Manufacturer narrative:
(B)(4).

Event description:
During implantation, adequate sensing was unable to be found in the apex after repositioning the lead multiple times. The lead was removed and a new lead was placed in the septal region. The patient was in good condition following the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual inspection of the lead did not find any anomalies. The field report of no sensing was not confirmed.